Event description:
A positive advia centaur troponin ultra result was obtained for a patient sample. The physician questioned the positive troponin result. The patient was redrawn at a local hospital and tested. The results were negative. The customer repeated testing for all of the patient samples. The results were all negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further evaluation of the device is required.